Event description:
Affiliate reported spontaneous valve adjustment. As a result, the device was revised.

Manufacturer narrative:
Examination of the valve determined that the device returned was that of product code 82-3110 and not that of 82-3100 as initially reported. Biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.